Event description:
The physician was using a nc sprinter rapid exchange (rx) balloon dilation catheter. During use, the balloon ruptured inside the patient. It was reported that part of the balloon remained in the patient and patient was sent for surgery as the vessel was closing. Another procedure was completed and patient is reported to be fine post procedure.

Manufacturer narrative:
(B)(4). Results: root cause undetermined - limited information available/device not received for evaluation. Device not received for evaluation.

Event description:
Device evaluation: the balloon and outer had detached at the balloon bond. The tip has detached between the tip seal and tip attach bonds. The inner was stretched. The balloon bond area appears to have been inflated.

Manufacturer narrative:
(B)(4).